Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that changes were made to the device programming that took four appointments to get programmed back correctly. Follow up with the patient's physician indicated that during a device check it was noted that the device had delivered an inappropriate shock due to atrial flutter with rapid ventricular response. The shock terminated the rhythm and the patient reported feeling some slight dizziness just before the shock. At this visit there were some programming changes made to optimize therapy for the patient; however, at a subsequent device check changes were made to the tachycardia detections. The device remains in use. No further patient complications have been reported as a result of this event.